Event description:
It was reported that a malfunction with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. Technical support provided information for resetting the pump, and after assistance, the malfunction did not recur. The customer was advised to continue using the pump and to report any reoccurrence of the malfunction code.